Event description:
The manufacturer received information related to everflo device that the device was serviced by the third-party service center. During the evaluation of the device, the service technician confirmed that the device's board fan connector was burnt, and the compressor was too loud/noisy. The devices pca, rohs, everflo w lcd, dom, compressor need to be replaced. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.